Event description:
Report received from the USA stating that there was an "air leak in the hose" of the device discovered during a pretesting set up. The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met manufacturing specifications. The event was not confirmed. If additional information is received, a supplemental report will be sent.